Manufacturer narrative:
(B)(4). The device lot number was not provided; therefore , a DHR review could not be conducted. There was no complaint sample returned for investigation. Therefore , no physical assessment could be conducted. Due to no actual sample returned for this complaint, any further investigation was not possible. Moreover, simulation test has been carried out based on representative sample from production, there is no abnormalities found. Therefore, this complaint could not be confirmed.

Event description:
Involved a female patient hospitalized for a bladder globe. The catheter self-expelled few times and we noticed the balloon was cracked. The patient was transferred into the neurology and the same issue happened. The patient was re-catheterized 3 times. We noticed this balloon was cracked also. Before the insertion, the devices had been tested and there was no issue. No lot# provided but it seems that different lot numbers were involved. The consequences were minor for the patient.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related eve.

Event description:
Involved a female patient hospitalized for a bladder globe. The catheter self-expelled few times and we noticed the balloon was cracked. The patient was transferred into the neurology and the same issue happened. The patient was re-catheterized 3 times. We noticed this balloon was cracked also. Before the insertion, the devices had been tested and there was no issue. No lot# provided but it seems that different lot numbers were involved. The consequences were minor for the patient.